Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken shell and others, underweight and missing a piece of shell (0-25%). A microscopic analysis was performed which identified, a striated break on the anterior side. Based on the device analysis, the final assessment is a striated break due to surgical damage consistent with the use of a surgical tool, and missing shell due to inconclusive.

Event description:
Healthcare professional reported right side "capsular contracture baker's grade iii" and "patient¿s concern with the product." Healthcare professional additionally reported a rupture; this event is not related to the device. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side "capsular contracture baker's grade iii" and "patient¿s concern with the product." Healthcare professional additionally reported a rupture; this event is not related to the device. The device remains implanted.